Event description:
During testing by baxter. The spectrum pump displayed "door not fully latched" messages. There was no patient involvement. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The device was rec'd inoperable due to a constant "door not fully latched" messages caused by a loose upper link screw. The link screw was adjusted during evaluation with everything operating as expected. The link screws have been replaced.